Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a radical gastrectomy under general anesthesia, when severing gastrointestinal tissue, it was noted that the device performed the firing sequence automatically in the process of entering the intestinal canal. Therefore, the surgery time was prolonged. Changed to a new device to complete the surgery. No additional information can be provided.